Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10 h10: vyaire medical received the device and performed an evaluation. However, the reported issue was not reproducible. Vyaire medical ensured all components are up to date and continued per service processing procedure. The suspect device/component passed all testing and met all specifications.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the new soda lime canister was exhausted while connected to an animal patient at a veterinary practice. There was no harm associated with the event as the defective medisorb was replaced with the backup unit.